Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Nurse reported patient was admitted to hospital with severe hypoglycemia; blood glucose reading of 0.8 mmol/l. Nurse stated pump showed patient received boluses of 40 units of insulin on (B)(6) 2014 and 145 units of insulin on (B)(6) 2014; no boluses were received on (B)(6) 2014 or (B)(6) 2014. Patient's normal daily bolus is 5-7 units of insulin. Nurse reported patient was taken to the hospital on (B)(6) 2014 via ambulance and spent 3 days in the ICU to stabilize her blood glucose level. Nurse is questioning if the pump is functioning correctly or if the patient was trying to harm herself. Patient is currently on injection therapy. Requested return of the alleged pump for evaluation.